Event description:
Sterile field set up in room. Patient positioned laterally. As surgical tech was preparing the lateral sleeve it was noted a hair was imbedded into the velcro. Entire set up contaminated and torn down. New sterile set up prepared without incident.